Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 27mm. No issues were noted with the profile of the crocheted stent. The outer diameter was taken at various locations along the length of the crocheted stent and no measurements were above 12.5mm. Damage was noted at the side port of the delivery system and the shaft was kinked at this location. During analysis, it was possible to fully deploy the stent with some resistance and bending of the shaft. Following deployment, further damage was noted at the side port from the deployment suture. The initial damage noted to the side port may have been due to a resistance met during retracting the suture for deployment. After deployment of the stent the stent was not fully expanded with a minimum od of 6.00mm. After equilibrating the stent at 37 c for 7 minutes, the stent diameter measured 18mm and met its specification. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release stent was used in the lower esophagus during an esophageal stent placement procedure performed on (B)(6) 2014. According to the complainant, this was to treat a stricture of in the lower esophagus with a size of approximately 3cm. During the procedure, the physician encountered slight resistance when advancing the device to the stricture. The physician attempted to deploy the stent but there was strong resistance and the stent was only able to be partially deployed. The physician removed the partially deployed stent from the patient. Outside the patient, the stent was able to release without resistance, but it was found that on the delivery sheath was damaged where the suture was coming out. The procedure was completed with an ultraflex esophageal proximal release stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release stent was used in the lower esophagus during an esophageal stent placement procedure performed on (B)(6) 2014. According to the complainant, this was to treat a stricture of in the lower esophagus with a size of approximately 3cm. During the procedure, the physician encountered slight resistance when advancing the device to the stricture. The physician attempted to deploy the stent but there was strong resistance and the stent was only able to be partially deployed. The physician removed the partially deployed stent from the patient. Outside the patient, the stent was able to release without resistance, but it was found that on the delivery sheath was damaged where the suture was coming out. The procedure was completed with an ultraflex esophageal proximal release stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.